Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported that he had high blood glucose and his insulin pump was not working correctly. Customer stated that the insulin pump had motor error alarm during bolus and he was unable to clear it. Advised to discontinue use, return the insulin pump and to revert to a back up plan. Nothing further was reported.